Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. Once the transseptal puncture was performed with the versacross connect, the sheath leaked the fluid form the hemostatic valve. Thus, the sheath was replaced with another same model and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.